Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the electric dermatome wires were exposed. The event occurred during setup. No patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on november 1, 2018, it was reported that the wires were exposed. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was october 4, 2016 where it was reported that the device was not working properly and the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Product review of the electric dermatome on november 16, 2018 revealed that the wires were pulled away from the hand piece and were exposed. The head, neck, and hand piece were all dinged and worn. There was one very small ding on the control bar. The motor speed was below specifications and the control bar was in the correct position. The calibration was out of specifications at the zero setting only. The customer did not return a power supply for evaluation. Repair of the electric dermatome has not been performed by zimmer biomet surgical as the device is aged and the customer requested the device be scrapped after purchasing a new unit. The reported event was confirmed since during the product review it was noted that the wires were pulled away from the hand piece and were exposed. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the wires were pulled away from the hand piece and were exposed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.